Event description:
It was reported by repair work order that the foot right upper and lower lift tubes were broken which could effect patient support. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.